Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: in the morning, 429 mg/dl and 123 mg/dl, and in the evening 394 mg/dl, 125 mg/dl, and 394 mg/dl. No adverse event reported. Test strips are no longer available. Meter was requested to be returned for evaluation.